Event description:
Promus premier china registry. It was reported that ischemia, thrombosis and restenosis occurred. In (B)(6) 2018, the subject was presented with myocardial infarction (mi) and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 63% stenosis and was 4.00 mm long, with a reference vessel diameter of 34 mm. The target lesion was treated with pre-dilatation followed by the placement of 4.00 mm x 15 mm promus premier stent system. Following post dilatation, the residual stenosis was noted to be 10%. Ten days after, the subject was discharged on aspirin, cilostazol and clopidogrel. In (B)(6) 2022, the subject presented with symptoms of ischemia and was hospitalized on the same day for further treatment. At the time of event the subject was on aspirin, cilostazol and clopidogrel. Three days later, 90 % stenosis noted in proximal lad which had previously placed study device was treated with percutaneous coronary intervention (pci). Post intervention the residual stenosis was noted to be 30%. On the same day, stent thrombosis was confirmed by angiography which revealed 90% stenosis noted in proximal lad. Intravascular ultrasound, percutaneous transluminal coronary angioplasty, and one drug coated balloon dilation were performed, and medication was given to treat the event. Five days later, the event was considered to be recovered/resolved, and the subject was discharged from the hospital. It was further reported that the target lesion was treated with pre-dilatation and followed by the placement of 4.00 mm x 38 mm promus premier stent system. In november 2022, the subject was diagnosed with unstable angina pectoris.

Manufacturer narrative:
D4: lot number: added lot number. E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
Promus premier china registry. It was reported that ischemia, thrombosis and restenosis occurred. In (B)(6) 2018, the subject was presented with myocardial infarction (mi) and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 63% stenosis and was 4.00 mm long, with a reference vessel diameter of 34 mm. The target lesion was treated with pre-dilatation followed by the placement of 4.00 mm x 15 mm promus premier stent system. Following post dilatation, the residual stenosis was noted to be 10%. Ten days after, the subject was discharged on aspirin, cilostazol and clopidogrel. In (B)(6) 2022, the subject presented with symptoms of ischemia and was hospitalized on the same day for further treatment. At the time of event the subject was on aspirin, cilostazol and clopidogrel. Three days later, 90 % stenosis noted in proximal lad which had previously placed study device was treated with percutaneous coronary intervention (pci). Post intervention the residual stenosis was noted to be 30%. On the same day, stent thrombosis was confirmed by angiography which revealed 90% stenosis noted in proximal lad. Intravascular ultrasound, percutaneous transluminal coronary angioplasty, and one drug coated balloon dilation were performed, and medication was given to treat the event. Five days later, the event was considered to be recovered/resolved, and the subject was discharged from the hospital.